Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the patient data was not current due to a patient interface issue that lasted 2 hours and 48 minutes. A technical support specialist (tss) identified that the external communication service was not running and had failed to start correctly following a server reboot. Tss restarted the service and confirmed with the user that new patients and orders were successfully crossing over afterward. The system functioned as intended after technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the cii safe displayed a message indicating that patient data might not be current due to a patient interface issue lasting 2 hours and 48 minutes, and that patient data might not be current for all stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.